Manufacturer narrative:
The device was evaluated by olympus. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the light guide lens cover glass and charged coupled device cover glass and cover glass glue. There was no patient involvement.